Manufacturer narrative:
The customer discovered that the amount of time in shutdown on the lh750 had been pre-set to 11 hours. However, the leak was not related to the shutdown time in any way. A field service engineer (fse) was dispatched. The fse adjusted the shutdown time. The fse observed a diluent splash when the probe wipe rinsed the probe. The vacuum line that sucks up the liquid from the backwash cup was replaced, and the splashing immediately discontinued. The root cause of the leak was backwash cup vacuum line.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they observed the coulter clenz reagent had leaked into the blood sampling valve (bsv) drip tray on the coulter lh 750 hematology analyzer. The customer was wearing gloves and gown at the time of the event. There was no contact with open wounds or mucous membranes. No death or injury occurred and there was no change to patient treatment.